Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had been experiencing starbursts at night and glare sensitivity. The zkb00 +8.0 intraocular lens (iol) was explanted from her right eye (od) and replaced with a monofocal ar40 +7.0 lens. An incision enlargement was required to remove the lens. Patient was doing well post-surgery. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Based on new information received, the implant date was initially indicated as (B)(6) 2016, but it should have been reported as (B)(6) 2016. The following section has been updated accordingly: correction: if implanted; give date: (B)(6) 2016. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.